Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. The event awareness date was (B)(6) 2016. Additional information received per the medical records indicate that the patient has a history of saddle pulmonary embolism, acute respiratory insufficiency, brain abscess and previous craniotomy. The filter was deployed via the right femoral vein. Additional information received per the patient profile form (ppf) states that the failed attempt to remove the filter occurred approximately three months and twenty five days after the index procedure. Occupation: other, litigation paralegal. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the patient¿s symptoms and injuries include, but are not limited to, a failed ivc filter removal surgery and the ivc filter is embedded in the wall of the ivc. The irretrievable filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an ongoing risk of deep vein thrombosis (dvt) and thrombosis, an increase and progressive risk of migration and fracture causing serious death. The patient is forced to live with the possibilities that these complications can happen to me at any moment which has lead them to severe fear, stress, anxiety, and loss of enjoyment of life. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the inferior vena cava does not represent a device malfunction. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
The report received through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the patient¿s symptoms and injuries include, but are not limited to, a failed ivc filter removal surgery and the ivc filter is embedded in the wall of the ivc. The irretrievable filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an ongoing risk of deep vein thrombosis (dvt) and thrombosis, an increase and progressive risk of migration and fracture causing serious death. The patient is forced to live with the possibilities that these complications can happen to me at any moment which has lead me to severe fear, stress, anxiety, and loss of enjoyment of life. No additional information is available.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Additional information received indicates that the patient had a history of saddle pulmonary embolism treated with pulmonary thrombolectomy, acute respiratory insufficiency and a brain abscess treated with craniotomy. The filter was deployed via the right femoral vein. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to a failed attempt to retrieve the filter approximately three months and twenty-five days after the index procedure. In addition, the filter is reported to have been embedded in the patient¿s ivc. The irretrievable filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an ongoing risk of deep vein thrombosis and thrombosis, an increase and progressive risk of migration and fracture causing serious death. The patient is forced to live with the possibilities that these complications can happen at any moment which has led to severe fear, stress, anxiety, and loss of enjoyment of life. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately three months and twenty-five days after implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.